Event description:
It was reported that this implantable lead was part of a planned system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that this lead was still in service.